Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, who provided instructions for resetting the pump. Following the reset, the error code did not reappear, and the customer successfully started a new sensor session.